Event description:
Healthcare professional reported left side deflation and side exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening linear on radius, crease fold and white calcification outer device. Leak test and microscopic analysis was performed which identified, striated opening on radius, anterior and posterior and sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a striated opening on radius, anterior and posterior assessed, as surgical damage. A sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, left side deflation. And side exchange from textured to smooth. Device has been explanted.